Event description:
1. Could not remove the inner core from the delivery sheath. Had to remove the entire system and replace with a 16 fr. Dry seal sheath. Procedure was completed through that. 2. During the completion angio a leak of indeterminate nature was observed. Another angio was performed with the pigtail within the graft. A type 3 leak was observed. Both limbs were re-ballooned, and the type 3 resolved. 3. Another completion angio was performed, this time, a type 1 endoleak was observed. Device was ballooned and it was observed that the main body slipped down. A proximal cuff was placed, and the type 1 was resolved. Patient outcome - "patient is doing well."

Event description:
1. Could not remove the inner core from the delivery sheath. Had to remove the entire system and replace with a 16 fr. Dry seal sheath. Procedure was completed through that. 2. During the completion angio a leak of indeterminate nature was observed. Another angio was performed with the pigtail within the graft. A type 3 leak was observed. Both limbs were re-ballooned, and the type 3 resolved. 3. Another completion angio was performed, this time, a type 1 endoleak was observed. Device was ballooned and it was observed that the main body slipped down. A proximal cuff was placed, and the type 1 was resolved. Patient outcome - "patient is doing well."